Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information obtained that determines this event as reportable. (B)(4). Investigation summary: review of the receiving inspection report for 00111214001, lot number 85194577, identified no relevant deviations or anomalies. Heraeus batch records review indicates there were no quality deviations, no change notifications, and no corrective or preventive actions. All verifications, inspections, and tests were successfully completed. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. Per heraeus, the root cause of the reported event is "presumably a result of incorrect preparation due to professionals" with a potential explanation as "inadequate waiting time/mixing". The investigation was based on the information that was provided initially and any information that was obtained throughout the followup process. Complaint history review: a review using the p/n of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿viscous¿ (B)(6) 2016 to (B)(6) 2018 resulted in 2 complaints. A review using the criteria of p/n and complaint category of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿viscous¿ and sorted by manufacturer date was performed. This review resulted in the highest occurrence for a given manufacture date was 1. Reviewing the complaints for the lot number 85194577 shows 1 complaint for this part and lot number. Device not returned.

Event description:
It was reported by the sales rep that the product was mixed per instruction and it usually comes out in a dough state but this mixed was very viscous and stuck to doctor glove like glue it also had a darker green color that what we are use to seeing. He was not happy and requested a response. The temperature in the room was 66 degrees and humidity was 45. The same product was used to complete the event. There was no patient or operator harm.